Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left coil extending into the adjacent myometrium") and autoimmune disorder ("autoimmune-like symptoms") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. The patient experienced embedded device (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain, autoimmune disorder (seriousness criterion medically significant), menorrhagia ("unusually heavy menstrual periods") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic hysterectomy and a right salpingectomy with both essure removal on (B)(6) 2016). Essure was withdrawn. On (B)(6) 2016, the embedded device, autoimmune disorder, menorrhagia and fatigue had resolved. The reporter considered embedded device, autoimmune disorder, menorrhagia and fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: hysterosalpingogram result was bilateral fallopian tubes occluded. On (B)(6) 2013: computerised tomogram abdomen result was unremarkable. On (B)(6) 2015: computerised tomogram abdomen result was not provided. On (B)(6) 2016: pathology report - both essure coils were removed during the surgery, with the left coil extending into the adjacent myometrium and the right coil within the fallopian tube. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and left coil extending into the adjacent myometrium (seen as embedded device) and she presented autoimmune-like symptoms (seen as autoimmune disorder). A laparoscopic hysterectomy and a right salpingectomy with both essure removal was performed around 3 years and 5 months after insertion. Both events are serious due to medical importance. Autoimmune-like symptoms is unanticipated while other event is anticipated in the reference safety information for essure. In the present case, following the implant, consumer complained of progressively worsening abdominal pain, underwent abdominal computerised tomogram twice and finally a laparoscopic hysterectomy and a right salpingectomy was performed. The pathology report stated that both essure coils were removed during the surgery, with the left coil extending into the adjacent myometrium and the right coil within the fallopian tube. The exact date and mechanism of embedment is unknown, however given event's nature, causality with essure cannot be excluded. Regarding the event autoimmune disorder, essure is a method of local, mechanical action, being very unlikely its systemic influence. Therefore, causality between this event and essure use was assessed as unrelated. This case was regarded as incident, since surgical device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and left coil extending into the adjacent myometrium (seen as embedded device) and she presented autoimmune-like symptoms (seen as autoimmune disorder). A laparoscopic hysterectomy and a right salpingectomy with both essure removal was performed around 3 years and 5 months after insertion. Both events are serious due to medical importance. Autoimmune-like symptoms is unanticipated while other event is anticipated in the reference safety information for essure. In the present case, following the implant, consumer complained of progressively worsening abdominal pain, underwent abdominal computerised tomogram twice and finally a laparoscopic hysterectomy and a right salpingectomy was performed. The pathology report stated that both essure coils were removed during the surgery, with the left coil extending into the adjacent myometrium and the right coil within the fallopian tube. The exact date and mechanism of embedment is unknown, however given event's nature, causality with essure cannot be excluded. Regarding the event autoimmune disorder, essure is a method of local, mechanical action, being very unlikely its systemic influence. Therefore, causality between this event and essure use was assessed as unrelated. This case was regarded as incident, since surgical device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil extending into the adjacent myometrium') and autoimmune disorder ('autoimmune-like symptoms') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, autoimmune disorder (seriousness criterion medically significant), menorrhagia ("unusually heavy menstrual periods"), fatigue ("fatigue") and feeling abnormal ("I am so miserable and only gets worse") and was found to have quality of life decreased ("my live is slowly going down hill after having essure"). The patient was treated with surgery (laparoscopic hysterectomy and a right salpingectomy with both essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the embedded device, autoimmune disorder, menorrhagia and fatigue had resolved. At the time of the report, the feeling abnormal and quality of life decreased outcome was unknown. The reporter considered autoimmune disorder, embedded device, fatigue, feeling abnormal, menorrhagia and quality of life decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: results: unremarkable; on (B)(6) 2015: results: not provided. Hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tubes occluded; on an unknown date: . Diagnostic results: (B)(6) 2016-both essure coils were removed during the surgery, with the left coil extending into the adjacent myometrium and the right coil within the fallopian tube. Concerning the injury reported in this case, the following ones were described in social media feeling abnormal , quality of life decreased . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- fu 3 and fu 4 proceeded together, new event I am so miserable and only gets worse and my live is slowly going down hill after having essure were added. Reporters information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil extending into the adjacent myometrium'), device dislocation ('migration') and haemorrhagic ovarian cyst ('bleeding ovarian cyst') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2016-both essure coils were removed during the surgery, with the left coil extending into the adjacent myometrium and the right coil within the fallopian tube. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), menorrhagia ("unusually heavy menstrual periods"), fatigue ("fatigue"), feeling abnormal ("I am so miserable and only gets worse"), pelvic pain ("pain that feels like someone is stabbing and cutting my incides"), headache ("headache"), muscle spasms ("cramps"), alopecia ("hair falling"), back pain ("back pain"), arthralgia ("joint pain"), dyspareunia ("essure sex has been painful"), ovarian cyst ("ovarian cyst"), haemorrhagic ovarian cyst (seriousness criterion medically significant), pyrexia ("fever"), nausea ("nausea"), abdominal pain upper ("stomach pain"), abdominal pain lower ("stomach cramp"), migraine ("migraine"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptoms") and was found to have quality of life decreased ("my live is slowly going down hill after having essure"). The patient was treated with surgery (laparoscopic hysterectomy and a right salpingectomy with both essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the embedded device, autoimmune disorder, menorrhagia and fatigue had resolved. At the time of the report, the device dislocation, feeling abnormal, quality of life decreased, pelvic pain, dyspareunia, ovarian cyst, haemorrhagic ovarian cyst, pyrexia, nausea, abdominal pain upper, abdominal pain lower, migraine, genital haemorrhage and hypersensitivity outcome was unknown and the headache, muscle spasms, alopecia, back pain and arthralgia had resolved. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, arthralgia, autoimmune disorder, back pain, device dislocation, dyspareunia, embedded device, fatigue, feeling abnormal, genital haemorrhage, haemorrhagic ovarian cyst, headache, hypersensitivity, menorrhagia, migraine, muscle spasms, nausea, ovarian cyst, pelvic pain, pyrexia and quality of life decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: results: unremarkable; on (B)(6) 2015: results: not provided. Hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tubes occluded; on an unknown date: . Concerning the injury reported in this case, the following ones were described in social media feeling abnormal , quality of life decreased, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events added: abnormal bleeding, migration, migraine, hypersensitivity symptoms. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil extending into the adjacent myometrium'), device dislocation ('migration') and haemorrhagic ovarian cyst ('bleeding ovarian cyst') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2016-both essure coils were removed during the surgery, with the left coil extending into the adjacent myometrium and the right coil within the fallopian tube. Concurrent conditions included dysmenorrhea, morbid obesity and vaginal pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), heavy menstrual bleeding ("unusually heavy menstrual periods"), fatigue ("fatigue"), feeling abnormal ("I am so miserable and only gets worse"), pelvic pain ("pain that feels like someone is stabbing and cutting my incides"), headache ("haedache"), muscle spasms ("cramps"), alopecia ("hair falling"), back pain ("back pain"), arthralgia ("joint pain"), dyspareunia ("essure sex has been painful"), ovarian cyst ("ovarian cyst"), haemorrhagic ovarian cyst (seriousness criterion medically significant), pyrexia ("fever"), nausea ("nausea"), abdominal pain upper ("stomach pain"), abdominal pain lower ("stomach cramp"), migraine ("migraine"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptoms") and was found to have quality of life decreased ("my live is slowly going down hill after having essure"). The patient was treated with surgery (laparoscopic hysterectomy and a right salpingectomy with both essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the embedded device, autoimmune disorder, heavy menstrual bleeding and fatigue had resolved. At the time of the report, the device dislocation, feeling abnormal, quality of life decreased, pelvic pain, dyspareunia, ovarian cyst, haemorrhagic ovarian cyst, pyrexia, nausea, abdominal pain upper, abdominal pain lower, migraine, genital haemorrhage and hypersensitivity outcome was unknown and the headache, muscle spasms, alopecia, back pain and arthralgia had resolved. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, arthralgia, autoimmune disorder, back pain, device dislocation, dyspareunia, embedded device, fatigue, feeling abnormal, genital haemorrhage, haemorrhagic ovarian cyst, headache, heavy menstrual bleeding, hypersensitivity, migraine, muscle spasms, nausea, ovarian cyst, pelvic pain, pyrexia and quality of life decreased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: results: unremarkable; on (B)(6) 2015: results: not provided. Hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tubes occluded; on an unknown date: . Concerning the injury reported in this case, the following ones were described in social media feeling abnormal , quality of life decreased, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received.reporter information, patient's date of birth and other relevant history added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil extending into the adjacent myometrium') and haemorrhagic ovarian cyst ('bleeding ovarian cyst') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2016 both essure coils were removed during the surgery, with the left coil extending into the adjacent myometrium and the right coil within the fallopian tube. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, autoimmune disorder ("autoimmune-like symptoms"), menorrhagia ("unusually heavy menstrual periods"), fatigue ("fatigue"), feeling abnormal ("I am so miserable and only gets worse"), pelvic pain ("pain that feels like someone is stabbing and cutting my incides"), headache ("haedache"), muscle spasms ("cramps"), alopecia ("hair falling"), back pain ("back pain"), arthralgia ("joint pain"), dyspareunia ("essure sex has been painful"), ovarian cyst ("ovarian cyst"), haemorrhagic ovarian cyst (seriousness criterion medically significant), pyrexia ("fever") and nausea ("nausea") and was found to have quality of life decreased ("my live is slowly going down hill after having essure"). The patient was treated with surgery (laparoscopic hysterectomy and a right salpingectomy with both essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the embedded device, autoimmune disorder, menorrhagia and fatigue had resolved. At the time of the report, the feeling abnormal, quality of life decreased, pelvic pain, dyspareunia, ovarian cyst, haemorrhagic ovarian cyst, pyrexia and nausea outcome was unknown and the headache, muscle spasms, alopecia, back pain and arthralgia had resolved. The reporter considered alopecia, arthralgia, autoimmune disorder, back pain, dyspareunia, embedded device, fatigue, feeling abnormal, haemorrhagic ovarian cyst, headache, menorrhagia, muscle spasms, nausea, ovarian cyst, pelvic pain, pyrexia and quality of life decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: results: unremarkable; on (B)(6) 2015: results: not provided. Hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tubes occluded; on an unknown date: concerning the injury reported in this case, the following ones were described in social media feeling abnormal , quality of life decreased, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil extending into the adjacent myometrium') and haemorrhagic ovarian cyst ('bleeding ovarian cyst') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2016-both essure coils were removed during the surgery, with the left coil extending into the adjacent myometrium and the right coil within the fallopian tube. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, autoimmune disorder ("autoimmune-like symptoms"), menorrhagia ("unusually heavy menstrual periods"), fatigue ("fatigue"), feeling abnormal ("I am so miserable and only gets worse"), pelvic pain ("pain that feels like someone is stabbing and cutting my incides"), headache ("haedache"), muscle spasms ("cramps"), alopecia ("hair falling"), back pain ("back pain"), arthralgia ("joint pain"), dyspareunia ("essure sex has been painful"), ovarian cyst ("ovarian cyst"), haemorrhagic ovarian cyst (seriousness criterion medically significant), pyrexia ("fever"), nausea ("nausea"), abdominal pain upper ("stomach pain") and abdominal pain lower ("stomach cramp") and was found to have quality of life decreased ("my live is slowly going down hill after having essure"). The patient was treated with surgery (laparoscopic hysterectomy and a right salpingectomy with both essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the embedded device, autoimmune disorder, menorrhagia and fatigue had resolved. At the time of the report, the feeling abnormal, quality of life decreased, pelvic pain, dyspareunia, ovarian cyst, haemorrhagic ovarian cyst, pyrexia, nausea, abdominal pain upper and abdominal pain lower outcome was unknown and the headache, muscle spasms, alopecia, back pain and arthralgia had resolved. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, arthralgia, autoimmune disorder, back pain, dyspareunia, embedded device, fatigue, feeling abnormal, haemorrhagic ovarian cyst, headache, menorrhagia, muscle spasms, nausea, ovarian cyst, pelvic pain, pyrexia and quality of life decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: results: unremarkable; on (B)(6) 2015: results: not provided. Hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tubes occluded; on an unknown date. Concerning the injury reported in this case, the following ones were described in social media feeling abnormal , quality of life decreased, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media content received: events stomach pain and stomach cramps were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil extending into the adjacent myometrium') and haemorrhagic ovarian cyst ('bleeding ovarian cyst') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2016-both essure coils were removed during the surgery, with the left coil extending into the adjacent myometrium and the right coil within the fallopian tube. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, autoimmune disorder ("autoimmune-like symptoms"), menorrhagia ("unusually heavy menstrual periods"), fatigue ("fatigue"), feeling abnormal ("I am so miserable and only gets worse"), pelvic pain ("pain that feels like someone is stabbing and cutting my incides"), headache ("haedache"), muscle spasms ("cramps"), alopecia ("hair falling"), back pain ("back pain"), arthralgia ("joint pain"), dyspareunia ("essure sex has been painful"), ovarian cyst ("ovarian cyst"), haemorrhagic ovarian cyst (seriousness criterion medically significant), pyrexia ("fever") and nausea ("nausea") and was found to have quality of life decreased ("my live is slowly going down hill after having essure"). The patient was treated with surgery (laparoscopic hysterectomy and a right salpingectomy with both essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the embedded device, autoimmune disorder, menorrhagia and fatigue had resolved. At the time of the report, the feeling abnormal, quality of life decreased, pelvic pain, dyspareunia, ovarian cyst, haemorrhagic ovarian cyst, pyrexia and nausea outcome was unknown and the headache, muscle spasms, alopecia, back pain and arthralgia had resolved. The reporter considered alopecia, arthralgia, autoimmune disorder, back pain, dyspareunia, embedded device, fatigue, feeling abnormal, haemorrhagic ovarian cyst, headache, menorrhagia, muscle spasms, nausea, ovarian cyst, pelvic pain, pyrexia and quality of life decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on 14-mar-2013: results: unremarkable; on 18-nov-2015: results: not provided. Hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tubes occluded; on an unknown date: . Concerning the injury reported in this case, the following ones were described in social media feeling abnormal , quality of life decreased, pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: event added- haedache, cramps, hair falling, back pain, joint pain, essure sex has been painful, ovarian cyst, bleeding ovarian cyst, fever, and nausea. Reporter added on 20-mar-2020: process with fu 7 on 23-mar-2020: social media content received: reporter added. Fu 7,8 and 9 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil extending into the adjacent myometrium') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6)2016-both essure coils were removed during the surgery, with the left coil extending into the adjacent myometrium and the right coil within the fallopian tube. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, autoimmune disorder ("autoimmune-like symptoms"), menorrhagia ("unusually heavy menstrual periods"), fatigue ("fatigue"), feeling abnormal ("I am so miserable and only gets worse") and pelvic pain ("pain that feels like someone is stabbing and cutting my incides") and was found to have quality of life decreased ("my live is slowly going down hill after having essure"). The patient was treated with surgery (laparoscopic hysterectomy and a right salpingectomy with both essure removal on(B)(6)2016). Essure was removed on (B)(6)2016. On (B)(6)2016, the embedded device, autoimmune disorder, menorrhagia and fatigue had resolved. At the time of the report, the feeling abnormal, quality of life decreased and pelvic pain outcome was unknown. The reporter considered autoimmune disorder, embedded device, fatigue, feeling abnormal, menorrhagia, pelvic pain and quality of life decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2013: results: unremarkable; on (B)(6)2015: results: not provided. Hysterosalpingogram - on (B)(6)2012: results: bilateral fallopian tubes occluded; on an unknown date: . Concerning the injury reported in this case, the following ones were described in social media feeling abnormal , quality of life decreased, pelvic pain quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. Event: "pain that feels like someone is stabbing and cutting my insides" was added. Reporter's information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.